Event description:
Pdc received a call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 at 11:00 am. Pt said he took 1000 mg of metformin and a 10 mg tablet of lantus, then took his glucose reading on the prodigy meter. He received a result of 345 mg/dl. Additional tests on the pdc meter read 245 mg/dl and 143 mg/dl. Pt reported having no symptoms but injected 30 cc of lantus and had his wife take him to the ER. His reading in the ER was 129 mg/dl. No treatment was provided. Pt said time spent in ER was a few seconds. Pdc sent replacement with prepaid envelope and requested return of suspect product (s).